Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used in an endoscopic retrograde cholangiopancreatography (ercp). Upon activation, a perforation occurred and the patient was taken to the operating room. No further information was provided in regards to the patient's condition (note: a stent was placed and a follow up scan was done). A review of the situation revealed that the settings (high cut mode, effect 4 at 180 watts) used were in error. There was no report of an equipment problem.

Manufacturer narrative:
An offer was made to the medical facility to have the esu checked at erbe USA, inc. However, the hospital at this time has not made a decision to have the equipment returned to erbe for an evaluation. No anomalies were found in the device history record (DHR). To further address the issue, additional in-service work was performed with the medical staff at their facility on 03/24/10. No trends have been identified with this incident. Any further information in regards to the event will be provided to the agency in a supplemental report.